Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during a coil embolization treatment procedure, the coil became stretched inside the patient. The target lesion was located in the very tortuous renal artery. While advancing the 14mm x 20cm interlocking detachable coil (idc) to the bifurcation of the renal artery, the coil became stretched inside the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is good. Additional information has been requested and is not available.